Event description:
(B)(6) infant with a central venous catheter in place was receiving g-tube feedings. The g-tube extension tubing was inadvertently reconnected the tubing to the central venous catheter. The misconnection was identified within 30 seconds to 1 min, 0.5ml of formula was aspirated from the central line along with about 4.5 ml of blood. An estimated 1-2ml of formula total may have infused intravenously.